Manufacturer narrative:
(B)(4). The device has been received by baxter. This is an ancillary service event. The root cause of the damaged door is unknown. To correct the condition, the door was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged door. No additional information is available.